Event description:
It was reported that the biorci broke, then it was removed and changed for a new one. No patient injury was reported.

Manufacturer narrative:
: One sterile (B)(4) 7x25 mm biosure ha screw reported on. The product is six years old and therefore past expiration. Due to product unavailability, physical evaluation, full investigation and conclusions were not possible. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use, which confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product integrity include: 1. Site prep with alternate or without recommended instruments. 2. Not accounting for taper or larger head to body design. 3. Entanglement with guide wire or other instrument causing tearing and fractures. 4. Use of disproportionate screw size. 5. Use of excess torque or force. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use¿. Interference style screws maximum surface-to-surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface-to-surface contact. Final product met predetermined specifications upon release to distribution. Corrected information.

Event description:
It was reported that, during a acl reconstruction surgery, the biorci broke; then it was removed, but it is still unknown how. Product is unavailable for evaluation. A back-up screw was used to complete the procedure. Neither significant delay nor patient injuries were reported. Three attempts have been made to retrieve more information, such as preparation technique and instruments, but answers were not provided.